Manufacturer narrative:
Sample was received with its original packaging. Cuff symmetry test was performed to the unit. When the cuff was inflated with 15cc of air, the cuff inflated completely around the tube, however, the cuff sees asymmetrical. Then when the cuff was measured and the percentage for the symmetry was 35.48 percent. This result is over 33.3 percent that is the minimum acceptable for air cuff. Based on the test, the unit is within spec. The complaint is not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D5 operator of device is unknown this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that during a pre-use test, the customer noticed the cuff did not inflate normally. No patient injury was reported.